Manufacturer narrative:
Summarized patient outcomes/complications of portico valve were reported in a research article in a subject population with multiple co-morbidities including arterial hypertension, chronic obstructive pulmonary disease, diabetes mellitus, peripheral artery disease, atrial fibrillation/flutter, and prior myocardial infarction, stroke, and percutaneous coronary intervention. Complications reported included patient device incompatibility (endocarditis), device embolization, perivalvular leak, stroke, myocardial infarction, cardiac tamponade, pericardial effusion, coronary occlusion, transient ischemic attack, renal failure, vascular dissection, bleeding, surgical intervention (permanent pacemaker), unexpected medical intervention (post-dilation), hospitalization/prolonged-hospitalization, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "clinical and haemodynamic outcomes with contemporary intra- and supra-annular self-expanding valves: the multicentre international hera-tavi registry", was reviewed. This research article is a retrospective multicenter experience to evaluate 30-day and 1-year clinical and hemodynamic outcomes between contemporary intra-annular and supra-annular self-expanding transcatheter heart valves (thvs). The devices mentioned in the study were navitor/navitor vision and evolut fx/fx+. The article concluded that contemporary intra-annular self-expanding valves (ia-sevs) and supra-annular self-expanding valves (sa-sevs) demonstrated overall similar outcomes and sustained hemodynamic performance at 1-year follow-up despite differences in procedure-related endpoints between the groups. [The primary and corresponding author was emanuele barbato, cardiology unit, department of clinical and molecular medicine, sant¿andrea university hospital, sapienza university of rome, via di grottarossa, 1035, 00189, rome, italy, with corresponding e-mail: emanuele.barbato@uniroma1.it.] This study included patients who underwent transfemoral aortic valve implantation from 01 june 2021 to 30 april 2025. A total of 2607 patients were included in the study, of which 61.5% (1604) received an abbott device. The average age was 81.4 years. The majority gender was female. Comorbidities included arterial hypertension, chronic obstructive pulmonary disease, diabetes mellitus, peripheral artery disease, atrial fibrillation/flutter, and prior myocardial infarction, stroke, and percutaneous coronary intervention.